Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon discovering that their right ventricular lead was failing to sense. The lead was repositioned was (B)(6) 2021. The patient's health condition was not reported.